Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion, broken on anterior, missing shell (0-25%). And brown particles in fill channel. Leak test and microscopic analysis was performed, which identified striated broken on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated broken assessed, as surgical damage consist in the use of some surgical tool. Missing shell assessed, as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.